Event description:
Admission to ER due to hypoglycemia. On 09/09/1999, he took his usual dosage of 35 units at 6 a.m. He went to work feeling that he may be catching the flu. He took two tylenol. At 1 p.m. The ambulance was called. Unable to get a blood glucose reading. Glucagen was given. Admitted to ER and observed for two hours and released. He did not check his blood sugar on 09/09/1999. He admitted that he only checks his blood sugar every 2-3 weeks.